Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the mfg documentation of the explanted devices found no anomalies and deviations potentially related to the event occurred during mfg. This is the final report.

Event description:
A report was received that the pt's precision system was explanted because the pt felt like that the stimulation has had made his headaches dramatically worse. The physician did not believe that the headaches were device related, but the pt was convinced that the headaches were worse with the stimulation on. The pt is reportedly doing well following the procedure.